Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. The reporter stated that the display screen was dim and difficult to read. In addition, the reporter stated that the display screen had a scuff mark on it that could not be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) /2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the display was found to be dim and discolored. The display was replaced and no issues were found. There was a white spot observed on the display lens and on the display screen. Unrelated to the event the battery compartment was found to be cracked and the battery cap threads were found to be worn.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.